Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is completed.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of service records, and a review of labeling. On architect i2000sr, serial number (B)(4) on system software v8.10, the customer observed a sample identification (sid) number printed on a sample report different than the sid printed on the results list report for the same sample. Sid (B)(6) was scanned using the handheld barcode scanner to find and view the stored patient results. The correct sample ID was displayed on the printed results list report; however, the printed sample report incorrectly displayed the sample ID as (B)(6). The results reported out of the laboratory were on the correct sid. The issue was observed on the printed sample report only. A review of labeling showed that the kyocera fs-1100 (kpdl), version 8.4 printer driver, is a recommended default printer for architect. The printer in use during this issue was the kyocera ecosys fs 920. A new architect lexmark i350 printer was sent to the customer as the investigation could not rule out any possible issues with the printer memory. A review of tickets related to incorrect sample identification printing on the sample report found no other complaints of this nature from other customer sites. A review of service ticket history found no similar issue for this instrument. Additional labeling review also showed adequate instructions for loading and configuring the printer on the architect. Although the printouts provided by the customer confirmed the customer's complaint, the correct sample ID was displayed on the architect screen. Based on the available information, there is insufficient information to reasonably suggest a malfunction or deficiency of the architect system software v8.10 occurred.

Event description:
The customer stated that the architect analyzer gave 3 patient sample reports showing different sample ids than the list report of the results. Example provided: barcode scanned is (B)(6) which is correct, when viewing the stored results on the analyzer. When printing a list report of the results however, the sid is now (B)(6). There was no reported impact to patient management. There was no additional patient information provided.